Event description:
It was reported that this pacemaker system was schedule for a magnetic resonance imaging (MRI) scan, and a pre-scan device check revealed right ventricular (rv) lead noise on the presenting electrogram (egm) with no reported patient symptoms. It was noted that the patient was pacer dependent. Technical services (ts) discussed troubleshooting options, explaining that an updated MRI order was needed to program the rv from unipolar to bipolar. The MRI was not completed at this time, and this pacemaker system remains in service. No adverse patient effects were reported. Additional information received reported that the rv lead was replaced due to episodes with noise and non-capture in bipolar. No pacing inhibition was reported. The pacemaker was explanted and upgraded to a cardiac resynchronization therapy pacemaker (crt-p) system, and a new rv lead was connected to the rv port. It was noted the chronic rv lead was plugged into the lv port to ensure there was no abandoned lead to allow for at least non-conditional MRI. No adverse patient effects were reported. Product return was to be handled by the explanting facility.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the initial reporter's full name, but further information was unable to be obtained.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system was schedule for a magnetic resonance imaging (MRI) scan, and a pre-scan device check revealed right ventricular (rv) lead noise on the presenting electrogram (egm) with no reported patient symptoms. It was noted that the patient was pacer dependent. Technical services (ts) discussed troubleshooting options, explaining that an updated MRI order was needed to program the rv from unipolar to bipolar. The MRI was not completed at this time, and this pacemaker system remains in service. No adverse patient effects were reported.